Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:h3 and h6 the device was returned to olympus for inspection and the reported failure regarding patient infection was not confirmed. The device was tested negative by olympus. Based on the results of the investigation and because no positive hygiene microbiological investigation (hmi) report from the customer was provided, the reported event could not be confirmed and a root cause could not be determined. Olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a urological procedure, this cystonephrofibroscope had a leaky distal end. Additional information was received from the customer that 3 patients had cystitis 1 day after the cystoscopy. The patients were hospitalized as part of the treatment. Further, there was no positive culture or bacterial growth was identified in the culture results of the cystonephrofibroscope. There were no further reports of patient harm. This report is for patient 3 of 3.